Event description:
The user facility reports that the doctor attempted to perform an anterior vitrectomy on a patient. While in anterior vitrectomy phase on the stellaris elite, the anterior vitrector failed to cut. The surgeon was able to irrigate, aspirate, but there was no cutting. It appeared there was no air provided from the anterior vit port. The account used 2 packs as a result, and had to wheel in a backup anterior stellaris elite to finish the case. The issue appeared to be with the equipment, not with the pack. It was reported that there was no medical intervention/treatment required. This report is on the first cutter.

Manufacturer narrative:
The product is not available for evaluation so we are unable to investigate for root cause. Review of the device history record shows the product was properly made and met all release requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related 0001920664-2024-70037.